Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not available for evaluation. Evaluation of the submitted system controller log files confirmed the reported pump power elevations. The log files captured elevations in pump power ranging from 6.1-11.4 watts. However, a root cause for the pump power elevations could not be conclusively determined. It was also reported that there was a loss of pump function on (B)(6) 2016; however, the event was not recorded in the submitted log files. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 7 months. The device was turned off and remains implanted in the patient. No additional information has been provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4.5 years of support, the patient was admitted to the hospital on an unspecified date at the beginning of (B)(6) 2016. On (B)(6) 2016, transient elevated pump powers were first noted. A trend of increased pump power consumption became more consistent. Additionally, a moderate increase in hemolysis biomarkers was also noted. Starting from approximately (B)(6) 2016, increases in the pump power and hemolysis parameters were continuous. On (B)(6) 2016 the pump completely stopped, reportedly due to complete pump thrombosis. It was reported that the patient was not a candidate for a pump replacement. Additionally, lysis therapy was not an option due to an unspecified prior intervention. It was determined that the patient's cardiac function was good; therefore, the decision was made by the patient's healthcare professionals to cut the driveline and leave the pump inside the patient. No further information was provided.